Event description:
As reported, during preparation of a 6mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, after connecting a pressure pump to the luer hub, an attempt to pull negative pressure was made. However, negative pressure could not be drawn smoothly, and it was found that the base of the balloon had cracked. A new 6mm x 30mm aviator plus pta balloon catheter was used as a replacement; the device was successfully prepped and delivered to the target lesion for post stent dilatation. However, balloon inflation took longer than inspected to reach normal working pressure. After balloon expansion was completed, the pressure was released to deflate the balloon, and it was found that the balloon could not be deflated back to its original state. The pressure pump was disconnected from the device but not contrast medium flowed back along the base of the balloon catheter. The base of the balloon catheter was cut off, but still no contrast material came out of the base of the balloon catheter. An unknown long sheath was then inserted over the balloon catheter to force pressure on the balloon; however, no contrast reflux was seen, and the balloon could not be compressed. Finally, the affected common carotid artery was punctured with a fine needle using ultrasound guidance; the balloon was punctured to deflate it and successfully remove the device using the unknown long sheath. The patients vital signs were stable. This was during a carotid artery stenting procedure. There were no abnormalities found prior to use of the first aviator plus pta balloon catheter, and the inner and out packaging was intact. The patient had no signs of infectious disease, and the devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a3, b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during preparation of a 6mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, after connecting a pressure pump to the luer hub, an attempt to pull negative pressure was made. However, negative pressure could not be drawn smoothly, and it was found that the luer hub of the balloon had cracked. A new 6mm x 30mm aviator plus pta balloon catheter was used as a replacement; the device was successfully prepped and delivered to the target lesion for post stent dilatation. However, balloon inflation took longer than inspected to reach normal working pressure at 10 atmospheres (atm). After balloon expansion was completed, the pressure was released to deflate the balloon, and it was found that the balloon could not be deflated back to its original state. The pressure pump was disconnected from the device, but no contrast medium flowed back along the base of the balloon catheter. The base of the balloon catheter was cut off, but still no contrast material came out of the base of the balloon catheter. An unknown 90cm long sheath was then advanced over the balloon catheter to force pressure on the balloon; however, no contrast reflux was seen, and the balloon could not be compressed. Finally, the affected common carotid artery was punctured with a fine needle using ultrasound guidance; the balloon was punctured to deflate it and successfully remove the device using the unknown 90cm long sheath. The patients' vital signs were stable, and the procedure was completed. This was during a carotid artery stenting procedure. The target site vessel characteristics included moderate calcification, mild tortuosity, and 60% stenosis. There were no abnormalities found prior to use of the first aviator plus pta balloon catheter, and the inner and outer packaging was intact. There was no difficulty connecting the pressure pump to the luer hub of the first aviator plus balloon catheter prior to observing the crack. Regarding the second aviator plus balloon catheter, there was no difficulty tracking the device through the deployed stent prior to inflation, and the device was not placed in an acute bend at any point during the procedure. The contrast to saline ratio used to prepare both balloons was 50:50. The patient had no signs of infectious disease, and the devices will be returned for evaluation. A non-sterile unit of ¿aviator plus .014 6.0x30 142cm¿ was received for analysis inside a clear plastic bag. Upon inspection, the luer hub was found separated from the shaft, consistent with the event description indicating the damage was customer-induced. A piece of tape was adhered to the proximal area of the luer hub. After removing the tape, a crack was observed on the hub, with fatigue striations indicative of material tensile overload. These striations suggest the hub was subjected to a tensile force exceeding its yield strength prior to cracking. The shaft separation also showed tool marks inflicted by an unknown instrument. The balloon was not inflated, and no rupture was observed on its surface. Functional testing could not be performed due to the cracked and separated condition of the luer hub, which impeded balloon inflation or deflation. The product analysis did not provide evidence suggesting that the observed crack on the luer hub was related to the manufacturing or design process. Therefore, no corrective or preventive actions will be taken at this time. The reported ¿balloon-inflation difficulty¿ and ¿balloon-deflation difficulty¿ could not be substantiated during the product evaluation because the intentional cut to the proximal portion of the device prevented the ability to functionally test for these failures. The exact cause of the reported events cannot be determined; however, it may be related to the contrast to saline ration and the resulting viscosity. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿deflate the balloon by pulling vacuum on the inflation device, allowing adequate time for the balloon to fully deflate prior to removal. Open the hemostasis valve as wide as possible and carefully withdraw and remove the balloon catheter from the guiding catheter while keeping the guidewire in place. Close the hemostasis valve to maintain a snug seal around the guidewire. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Perform angiography to confirm angioplasty and/or stent post-dilatation. Remove guidewire and guiding catheter from the patient and discard the devices. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during preparation of a 6mm x 30mm aviator plus percutaneous transluminal angioplasty (pta) balloon catheter, after connecting a pressure pump to the luer hub, an attempt to pull negative pressure was made. However, negative pressure could not be drawn smoothly, and it was found that the luer hub of the balloon had cracked. A new 6mm x 30mm aviator plus pta balloon catheter was used as a replacement; the device was successfully prepped and delivered to the target lesion for post stent dilatation. However, balloon inflation took longer than inspected to reach normal working pressure at 10 atmospheres (atm). After balloon expansion was completed, the pressure was released to deflate the balloon, and it was found that the balloon could not be deflated back to its original state. The pressure pump was disconnected from the device, but no contrast medium flowed back along the base of the balloon catheter. The base of the balloon catheter was cut off, but still no contrast material came out of the base of the balloon catheter. An unknown 90cm long sheath was then advanced over the balloon catheter to force pressure on the balloon; however, no contrast reflux was seen, and the balloon could not be compressed. Finally, the affected common carotid artery was punctured with a fine needle using ultrasound guidance; the balloon was punctured to deflate it and successfully remove the device using the unknown 90cm long sheath. The patients' vital signs were stable, and the procedure was completed. This was during a carotid artery stenting procedure. The target site vessel characteristics included moderate calcification, mild tortuosity, and 60% stenosis. There were no abnormalities found prior to use of the first aviator plus pta balloon catheter, and the inner and outer packaging was intact. There was no difficulty connecting the pressure pump to the luer hub of the first aviator plus balloon catheter prior to observing the crack. Regarding the second aviator plus balloon catheter, there was no difficulty tracking the device through the deployed stent prior to inflation, and the device was not placed in an acute bend at any point during the procedure. The contrast to saline ratio used to prepare both balloons was 50:50. The patient had no signs of infectious disease, and the devices will be returned for evaluation.